Manufacturer narrative:
Additional information was received that the patient was administered medication and the event has resolved. No further information can be obtained regarding the devices.

Event description:
A report was received that the dbs study patient developed moderate impulsivity and was admitted. The event was assessed as causally related to the stimulation and not related to the procedure or hardware. Additional information is unable to be obtained at this time.

Manufacturer narrative:
Additional information was received that the patient developed moderate impulsivity following a dispute with family. The patient was admitted for depressed mood and lack of control. Psychiatric evaluation found that the cause of the acute, uncontrolled behavior was likely due to a combination of discrete organic brain damage as part of the underlying illness as well as a depressive adjustment disorder. The patients medications were adjusted, and event resolved and the patient was released.

Event description:
A report was received that the dbs study patient developed moderate impulsivity and was admitted. The event was assessed as causally related to the stimulation and not related to the procedure or hardware. Additional information is unable to be obtained at this time.

Event description:
A report was received that the dbs study patient developed moderate impulsivity and was admitted. The event was assessed as causally related to the stimulation and not related to the procedure or hardware. Additional information is unable to be obtained at this time.